Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "suture burst"? Please provide more information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 device analysis: visual analysis of the returned sample determined that two empty opened overwraps and two suture pieces that pertain to product code g129t were received for evaluation. The two samples returned were observed with body fluids, split, and the suture extremes were noted to be broken. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Events reported via: 2210968-2023-03621, 2210968-2023-03622.

Event description:
It was reported that a patient underwent an obstetric procedure on (B)(6)2023 and suture was used. During the procedure, 3 strands of chromic catgut suture burst. No adverse patient consequences were reported. Additional information was requested.